Event description:
Pt was scheduled for an endometrial ablation and tubal ligation. Physician reported the pt had severe cervial stenosis and was difficult to dilate. Upon first device insertion into the uterus the physician could not open the device. The physician removed the device from the pt and confirmed it was functioning properly. Upon second device insertion the physician suspected the uterus was perforated, and confirmed it via laparoscopy. No ablation was peformed. Subsequent hysterectomy was performed due to continued bleeding.